Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced fail code 500:320:658 on the pump; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 500 was confirmed and reproduced during product evaluation. The assignable cause was defective pump head module. The pump head module was replaced to correct the reported condition. The user interface module software version is 6.13.92. Should additional information become available, a follow-up medwatch will be submitted.